Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously high troponin (accutni) results generated by the access® 2 immunoassay system for one patient. A patient sample when tested for accutni gave results of ">100ng/ml" and 51.7ng/ml. Upon repeat, the result was "normal" (actual patient result was not supplied) the customer did not report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was in collected in 5 ml bd lihep plasma tube with a gel separator and centrifuged for five minutes at 3800 rpm. Qc was within the customer's established ranges. A field service engineer (fse) was on-site in 2009 for this event. Fse replaced some hardware and performed cleaning and then performed qc which passed within the customer's established ranges. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.